Event description:
The customer reported low creatine kinase-mb (ck-mb) results, for four pts involving unicel dxi 800 access immunoassay system. This report refers to pt number one. The low results did not correlate with access 2 immunoassay system ck-mb results. The access 2 reagent inventory showed the reagent pack had already been punctured and used on this unit. The erroneous results were not released out of the lab. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the issue was due to reagent pack sharing. After the event, creatine kinase-mb (ck-mb) quality control (qc) levels one and three produced results within specs when a new ck-mb reagent pack was used for testing. The customer stated the lab staff would be thoroughly trained with regards to pack sharing. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03463, 03464, 03466.